Manufacturer narrative:
Concomitant medical product: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient initially did not recognize the screen they were on and they couldn't get the controller back to the regular screen. It was reviewed how to return to the main menu. They then reported that two months ago, they had the controller and it was attached to the recharger when all of a sudden seemed like the implant "something dropped to a low point" and "it was different than any other". They stated that they didn't bother with it and everything seemed to be working. Since then, every two days for the last two months, they charged the implant but only reached a maximum of 80% charge and it doesn't complete and shuts off. They could only charge for 30-40 minutes and then it stops. They could not recall if the screen said complete or any other message. They would try to keep it going and they could get recharging to go a little bit again, maybe another couple of minutes, and then it shuts off again. A replacement recharger was requested. Pt said there was no apparent damage to the recharger, cord, or port. Additional information was received and it was reported that they received the replacement recharger, but the issue did not resolve. They stated that they will start a charging session for the ins w/ the controller battery anywhere from 80-100%, and the ins battery at 40%. They stated that the charging session goes for about 20 minutes, when the charging stops and doesn't progress further. They kept reporting that they can't get the charging session to go any further, and it "acts the same as it normally does" and doesn't allow them to re-establish a charging session. The ins battery doesn't increment. They normally charge the ins 1x/2 days, but have been trying to charge 1x/day. Additional information was received and it was reported that the controller was okay. They dealt with a representative. They noted that they needed a new representative and that the representative was too far. They needed someone closer as they now travel 30 miles round trip.